Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited no image. The issue was found during reprocessing for a therapeutic laparoscopic surgery and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d10, e2 (information provided on initial must be removed), e3 (information provided on initial must be removed) and g2 (health professional, company representative and other must be removed). Additional information added to fields d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not identified. Olympus will continue to monitor field performance for this device.

Event description:
No delay was reported. The issue was found during preparation for a therapeutic laparoscopic surgery.